Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. The subject device had been used without repair since (B)(6) 2009. The product life of otv-s7pro is six years. Therefore, omsc surmised that this phenomenon is attributed to deterioration caused by aging or accidental malfunction. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
At the beginning of the transurethral resection of the bladder tumor (tur-bt), the subject monitor and the ceiling mounted monitor had black-out. After that, the two monitors repeated getting back to normal and blackout for three times. The user replaced the subject monitor with a similar device and completed the procedure. On the same day, the user performed another procedure again using the same devices, but no problems occurred. There were no reports of patient injuries related to this incident.